Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during archive review and initial functional testing. The temperature sensor was replaced to address the issue. As part of routine service during testing, the platform was examined and found physically damaged front enclosure. The front enclosure was replaced to address the damage. During functional testing, the platform displayed (ua) 41 upon powering up, thus confirmed the reported complaint. Additionally, the platform displayed user advisory (ua) 11 (max patient temperature exceeded) error confirming failed temperature sensor. Review of the archive data shows user advisory (ua) 41 (patient temperature sensor failure) and user advisory (ua) 11 (max patient temperature exceeded) error messages occurred on the reported event date. User advisory (ua) 11 (max patient temperature exceeded) alerts the operator that the patient contact surface temperature sensor is outside of the normal range of 45°c during power-on-self-test or during take up. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, autopulse platform (sn (B)(4)) displayed an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement.